Event description:
The pt's device was explanted in 2005 due to the pt's need for an MRI. The pt reportedly hadnot used their device for several years prior to explant. Device testing revealed a device failure.